Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. The IFU issues a caution that establishes: ¿caution: this product contains natural rubber latex which may cause allergic reactions.¿ additionally, the ¿other complications¿ section of the IFU establishes that ¿¿allergic reactions to latex have been reported. Physicians should identify latex sensitive patients and be prepared to treat allergic reactions promptly¿. A ¿symbol legend¿ displays a triangle symbol with ¿latex¿ written inside it and the meaning of the symbol described as ¿contains the presence of natural rubber latex.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during a tricuspid and aortic valve replacement procedure, a model 746f8 swan-ganz catheter was placed through an arrow-brand model ak-09903-cdc 9f introducer kit via the right internal jugular vein. Seconds after the swan-ganz catheter was placed, the patient experienced a tingling sensation in her mouth, went into anaphylactic shock, and then into a full code. The swan-ganz catheter was removed but the introducer remained in place. The patient¿s surgery was cancelled and the patient was transported to the ICU. In the ICU, a latex-free model c146f7 swan-ganz catheter was placed through the same introducer. The patient was receiving a solumedrol and diphenhydramine ¿cocktail.¿ prior to removal, the catheter was left in place for 24 hours with no patient reaction. The patient was subsequently brought to the cath lab and second model c146f7 latex-free swan-ganz catheter, along with a second arrow-brand introducer, were then placed via femoral approach. Within seconds of placement, the patient again experienced tingling of the mouth, went into anaphylactic shock, and then a full code. Per the reporting nurse, the patient has a known allergy to chlorohexidine (chg). Betadine had been used to prep the insertion sites. Non-latex gloves were also used. No heparin was utilized and sodium chloride (nacl) solution was used to flush the ports. Surgery was postponed until the source of the reactions could be investigated. Per follow-up discussions with the nurse, it was reported that both an allergist and pharmacist were working on determining what may have caused the patient's allergic responses and that she had ¿reached out again to arrow international¿ on this issue. Various opportunities for exposure to chg during each event were discussed and it was clarified that the catheters are not covered with dressing after placement in the or and cathlab and were secured using 2.0silk sutures, so there was no risk of chg exposure via a chg-impregnated circular foam patch and/or occlusive dressing. It was also confirmed that the applicator containing a chg ingredient in the arrow-brand introducer kit was not utilized. Additionally, at the time of the anaphylactic reactions, there were no other procedures believed to be occurring on or around the patient that would have exposed the patient to chg. The patient has a history of previous procedures (using introducers) being performed in the interventional radiology department (ir), with no previous reactions. Per the edwards toxicologist, the findings from the bill of materials for both the model 746f8 and c146f7 swan-ganz catheters were provided to the hospital. After review of the information, the nurse reported that after they "turned over every stone" the ¿thought is¿ that the first reaction in the or was from exposure to latex in the model 746f8 swan-ganz catheter along with chg found in ¿mac¿ (monitored anesthesia care). The second reaction that occurred in the cath lab is believed to have resulted from the ¿buffered lidocaine¿. She noted that the allergy to latex was noted on the patient's chart. It is unknown if the patient had a known latex allergy preceding these events. All catheters were discarded. Patient demographics were requested; however, only the patient¿s sex and the procedure being performed could be provided.